Event description:
It was reported that stent damage has occured. A 85% stenosed target lesion was located in the mid left anterior descending artery. A 3.50x38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion and the stent was found to be broken. The procedure was completed with another of same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 38 stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a hypotube break 220mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage has occured. A 85% stenosed target lesion was located in the mid left anterior descending artery. A 3.50x38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion and the stent was found to be broken. The procedure was completed with another of same device. No patient complications reported and the patient's status was stable.